Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an inguinal hernia, laparoscopic, the balloon would not inflate. The balloon appeared to have melted somehow. Plastic from balloon would not inflate. The product was not used on the patient. The product defect was identified on the back table prior to being used on the patient. The device was not used in patient. There was no patient involvement. There was no patient injury or hazard. There was no user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. The patient is healthy, recovering well from surgery.

Manufacturer narrative:
Ftr# (B)(4). UDI # (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.